Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was disassembled and both inner and outer seals were inspected. Evidence of silicone to silicone bonding were found in both the atrium & ventricle channels of the inner seals. Outer seals looked normal. Silicone to silicone bonding would have contributed to the clinical observations.

Event description:
Boston scientific crm received information that during the explant procedure, the leads were unable to be removed easily from this device header. Both setscrews were retracted, however, the leads remained tight in the header. The back of the header was cut and the leads were attempted to be pushed through from the back with a needle. The atrial lead dislodged, however, the ventricular lead required about 20 additional minutes of cutting and pushing and twisting in order to become free. The explanted device was returned to boston scientific crm. No adverse patient effects were reported.